Event description:
It was reported that during a procedure to treat atrial fibrillation, a faradrive steerable sheath was selected for use. An nrg needle with the faradrive dilator had been used to cross septum. During insertion of the farawave catheter, and after having used an intellanav stablepoint through the faradrive, the physician mentioned air in sheath was noted while aspirating. He noted that while using the stablepoint catheter through the sheath he had already noted "wetness" out the hemostatic valve which he does not usually notice. The faradrive sheath was replaced to continue the procedure. The procedure was completed, and no patient complications were reported. The sheath was returned.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the inner valve.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure to treat atrial fibrillation, a faradrive steerable sheath was selected for use. An nrg needle with the faradrive dilator had been used to cross septum. During insertion of the farawave catheter, and after having used an intellanav stablepoint through the faradrive, the physician mentioned air in sheath was noted while aspirating. He noted that while using the stablepoint catheter through the sheath he had already noted "wetness" out the hemostatic valve which he does not usually notice. The faradrive sheath was replaced to continue the procedure. The procedure was completed, and no patient complications were reported. The sheath is expected to be returned.